Manufacturer narrative:
Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bag on the patient circuit was replaced to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the patient circuit could not be pressurized preventing mechanical ventilation. There was no report of patient involvement.